Manufacturer narrative:
The device underwent a series of tests using the simulated heart load conditions to verify pacing and sensing functions. The device operated normally with no interruptions in therapy output or programmer communication at the returned parameters. The battery status was good and the gas gauge was pointing to 10% remaining on the day of explant. A longevity calculation revealed a projected minimum longevity of 59.2 months. The device was implanted for 74 months. The setscrews and lead ports were inspected and no discrepancies were observed. The observed header damage was the result of the reported use of a bone cutter to remove the lead.

Event description:
Boston scientific received information that this pacemaker was explanted and replaced as it was on the advisory list. During the procedure to explant the device, the competitive ventricular lead was stuck in the header. A bone cutter was used to cut the proximal end of the device header and then the lead was pushed out with a wrench. A new device was successfully implanted with the chronic lead. The explanted device was returned for analysis.